Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and no damage to the drive support cap noted, but the displacement test failed. The caller mentioned having an MRI while wearing the insulin pump. The customer stated that her last blood glucose was 475mg/dl. Advised the customer that if she did feel sick, she should go to the emergency room. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed and motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test, basic occlusion and occlusion test due to motor error alarm. The insulin pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.